Event description:
"Black particles" were noted as coming from the instrument when the port was flushed. The port is flushed and placed in ultrasonic with the flush adaptor. Particulate was reportedly sent to pathology for testing. It is believed that the pt is being monitored. Several attempts have been made to confirm and obtain further info.

Manufacturer narrative:
All available info will be forwarded to the MFR, smith and nephew, for analysis. Instrument was rec'd at aesculap technical service without info about the incident or problem. Aesculap quality assurance was notified on 08/16/06.